Event description:
Customer reported that he was hospitalized twice due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 34 mg/dl. Customer stated that he had multiple seizures due to low blood glucose. Customer stated that he was release from the hospital, but he went back to the hospital because his blood glucose dropped again to 34 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.